Event description:
During evaluation of the device, the philips bench engineer noted a bent contact pins on the battery pca. There was no patient injury.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.